Event description:
Pt blood glucose readings were taken and received results of 342mg/dl and 414mg/dl. Lab was also performed and received results of 123mg/dl. States that controls were in range. A request was made for the return of the suspect device and was declined.